Event description:
It has been reported that the k wire snap-off part has broken during the surgery. There was pt involvement, but no adverse consequence reported.

Manufacturer narrative:
Summary of evaluation: visual inspection confirmed the snap-off part breakage. K-wire behaved according to specification. The circumstances the breakage could not be evaluated. Therefore, the root cause of the event is unknown. As instructed by (B)(4) on (B)(4) 2011, MDR reported by (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of (B)(4) by (B)(4).